Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 50 mg/dl, difficulty breathing, chest pain and discomfort. Customer had trouble breathing because of a heart surgery. They stated that the low blood glucose was due to a headache medication which made them not hungry, so they were not eating. At the hospital the customer had echocardiogram, EKG, chest x-ray. In the morning of the phone call, while the customer was still in the hospital, the blood glucose was 90 mg/dl, ate 45 grams of carbohydrates, the blood glucose decreased to 54 mg/dl. The customer disconnected from the insulin pump and suspended the device. The doctors gave food, juice and glucose tabs and candy, which increased the customer's blood glucose to 118 mg/dl. Then the customer was released from the hospital. At the time of the phone call the blood glucose was 300 mg/dl, and was treated. The customer also stated that the insulin pump lost its settings. Nothing further was reported.